Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was over 400 mg/dl. The customer¿s other blood glucose level was 430 mg/dl. The customer was treated with the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information on section b3 and b5 were incorrect with the initial report. The correct information has been provided with this report.(B)(4).

Event description:
The customer reported that they experienced high blood glucose on (B)(6)2019. The customer¿s blood glucose level was over 400 mg/d and treated with manual injection. Customer was off the insulin pump at the time of high blood glucose event due to customer waiting for replacement for a prior complaint that occurred on (B)(6)2019. No device will be returned for analysis.